Manufacturer narrative:
D4: unique device identifier (UDI) not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the messages were not sent to the hospital system (hs) data manager (t). A technical support specialist (tss) remotely accessed the database server and followed the knowledge article "notification that pyxis es is not sending messages to hs data manager" to upstream outbound queue reaching to 1330 and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, messages were not sent to the hs data manager (t). There were no delay, adverse events or injuries reported based on this event.